Event description:
It was reported that during the procedure, a 190 cm balance middleweight (bmw) universal ii guide wire was advanced to access the distal right coronary artery with a total occlusion. An otw dilatation catheter was advanced and the 190 cm guide wire was removed. Contrast was injected through the balloon to see distal flow to verify if they were in the true lumen. The 300 cm bmw universal ii was advanced, but was unable to cross to the target lesion. The guide wire tip was noted to be frayed. The bmw universal ii guide wire was removed from the patient anatomy without difficulty. A non-abbott neurological guide wire was advanced and a small perforation occurred caused by the use of the neurological guide wire. The patient was observed and no intervention was performed as treatment of the perforation. The case was then concluded. There was no clinically significant delay and no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). Eight unused devices were returned in association with the reported device issue with the same part and lot number (1009665 / 2012571). Analysis showed the unused returned devices with no damage noted and all functional testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stretched coils were confirmed and the shaping ribbon was noted to be separated. Based on visual inspection, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.